Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0872 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed (0.7) units of normal bolus was delivered on (06/28/2024) between (08:30) and (13:23). Found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and possible under delivery anomaly. The customer reported no adverse event. Customer was treated with manual shots for hyperglycemia. The event involved product(s) mmt-332a, mmt-1880l, mmt-397a. Troubleshooting was performed for hyperglycemia. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer was not using auto mode at the time of event. Customer declined to continue with troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-332a. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.